Manufacturer narrative:
The device was repaired on 20-sep-2014 with field action number z-1809-2014, 9.4 gui display issue. Covidien reference number: (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator graphic user interface (gui) display was blank. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. However, the repair of the device has not been completed. (B)(4).